Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. Additionally, there was high thresholds, and the sensing has decreased. A visual examination found that the lead was perforated which was also confirmed by fluoroscopy. The pacemaker and rv lead was explanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohms. Additionally, there was high thresholds, and the sensing has decreased. A visual examination found that the lead was perforated which was also confirmed by fluoroscopy. The pacemaker and rv lead was explanted successfully. No additional adverse patient effects were reported.